Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the upper case, lower case, and two side bail covers are broken. Battery release and lead flex cover are contaminated. Battery drawer o-ring is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular connector at the top is broken. It was also reported the atrial connector is broken. The device was returned for repair. There was no patient involvement indicated.